Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken main tube. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. Additionally, the proximal clevis was observed to be dislodged from the main tube interface.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, mega needle driver was found to have a damaged tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.